Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen. The concentration and dose were not reported. The indication for use was intractable spasticity. It was reported that the patient had been stating that the pump was not working, and she was ¿hitting the pump.¿ the patient would also press on the pump. The consumer thought that it could be due to pressure from the abdomen due to being constipated. The patient also experienced mental status changes, which was new behavior. It was unknown if this was a sudden or gradual change in symptoms. This had been happening ¿off and on for a couple weeks¿ (from (B)(6) 2017). The consumer was wondering if the patient "hitting" the pump could cause pump damage. The consumer did not know if the pump was alarming. The patient¿s last fill was in (B)(6) 2016, and the consumer did not think the patient wasdue for a fill. A manufacturing representative went out and interrogated the pump last month (from (B)(6) 2017), and the consumer was told by the healthcare provider (hcp) that the pump was working as it should. There was no out of box failure reported. There was no medical/therapy problem related to a small components reported. It was noted that the patient was currently in long term rehab due to a knee surgery, and the patient did have other medical issues going on. The hcps were also looking to see if the patient had a urinary tract infection (uti), which could be a cause for the mental status change. The patient was experiencing new depression because it was taking her so long to heal from the knee surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.